Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the abdomen. The patient was taken to the hospital and diagnosed with an infection. The patient was prescribed oral antibiotic and some cream for the infection. (Calmoseptine ointment to be taken 2 times a day until issues is resolved.)